Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient on va ECMO, had vad flows showing at 0 lpm. During the analysis of the log files, it was observed the constant low flows down at 0 lpm to 0.7 lpm. The power readings were low as well, as low as 1.177 watts. This was most likely caused by an inclusion of some type at the inlet. Echo at bedside showed a collapsed left atrium. A decision was made to open patient the back up and explore the chest. It was reported that the patient expired on (B)(6) 2019 and the pump was returned for evaluation. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow events were confirmed based on the submitted log file data; however, a specific cause could not be conclusively determined through the evaluation of (B)(6). A direct correlation between (B)(6) and the patient¿s expiration could not be conclusively determined through this evaluation. The submitted controller event log file contained relevant data on 24nov2019 spanning from 01:31:52 to 02:15:00, per the timestamp. A persistent low flow hazard alarm was observed throughout the data, associated with the calculated flow ranging between 0.0 and 0.7 lpm, below the low flow threshold of 2.5 lpm. A specific cause for these low calculated flow values could not be conclusively determined through this evaluation. No other unusual events or alarms were captured and the device operated above the low speed limit for the duration of the log file. The submitted lvad event log file contained relevant data spanning from 22nov2019 at 14:55:44 to 24nov2019 at 02:15:10, per the timestamp. From 22nov2019 at 14:55:44 through 24nov2019 at 00:14:00 average flow ranged from 2.0 to 3.8lpm. Beginning on 24nov2019 at 00:41:47, a decrease in flow was observed for the remainder of the log file, with average flow ranging from 0.0-1.5lpm. No other unusual events or alarms were captured and the device operated above the low speed limit for the duration of the log file. (B)(6) was returned assembled with the pump cable severed approximately 18¿ from the pump header. The remainder of the pump cable was not returned. Approximately 3¿ of the sealed outflow graft and 1¿ the sealed outflow graft bend relief were returned attached to the device. The outflow graft clip was returned detached from the device. The apical cuff and modular cable were not returned. Upon disassembly of the returned pump, a deposition of coagulated blood was observed in the lumen/interior textured surface of the sealed outflow graft. Similar depositions of clotted blood admixed with post-explant blood were observed in the inflow cannula and in the pump cover. These depositions appeared to have developed as a result of poor surface washing due to a low flow event or interruption in flow; however, a specific cause for the low flow state and a duration of time for which the depositions were present in the device could not be determined through the evaluation of the returned device. No adhered/developed depositions or thrombus formations were observed during the evaluation of the returned device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and tested under loaded conditions on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h2: follow-up report 1 included the device evaluation.